Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 28-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving an unknown drug (unknown dose and concentration) via an implantable pump. It was reported the patient had a scheduled spine surgery. During the routine spine surgery, the surgeon intentionally cut the catheter intentionally for better spine access. The surgeon reported noticing/seeing a small what they thought was a possible hole beside the connector pin. The surgeon disconnected the catheter for routine spine surgery, trimmed less than 1 cm off, of which they thought was where the possible hole was located, and reconnected the catheter. No troubleshooting was performed. There were no known factors that may have led or contributed to the issue. It was noted that the event was resolved at time of report. The patient's status was alive-no injury. The patient's weight and medical history was asked and will not be made available. The event date was asked, but unknown. No further complications were reported.